Manufacturer narrative:
(B)(4). Additional information: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, there are two possible causes for this error. One is a use error, open clamp and the other is supply bag disconnected without falling. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the dwell cycle of peritoneal dialysis therapy. During troubleshooting, it was discovered that a supply line¿s clamp was open and the supply bag had become loose. The technical services representative (tsr) assisted the patient in ending therapy and reviewed proper procedure. The patient would restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.